Event description:
The patient was undergoing a right l5-s1 hemi-laminitomy/diskectomy (minor) and right l5/s1 hemi-laminotomy/diskectomy (major). During the procedure operating room tech reported piece of needle missing (broke off).